Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: g3; h2 upon reassessment of the reported event, it was determined to be not reportable as no zimmer biomet devices were involved. This event only involved competitor product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a hip arthroplasty. Subsequently, the patient was revised approximately 16 months post-implantation due to unknown reasons. Attempts have been made and no further information has been provided.